Event description:
This is the same pt and same event reported under MDR ID# 2939859-2002-00041 (mcghan medical # 2017433). This is the first MDR submitted for the first suspect product. Pt developed symptoms of hypersensitivity at injection sites. Pt now alleges flare up of preexisting fibromyalgia. Physician has treated pt with oral omicef, oral prednisone, topical pediboro, and topical bactroban cream.